Event description:
It was reported that during a holmium laser lithotripsy procedure, the energy could not be delivered after using twice and a test found the fiber was damaged; during the product analysis, it was observed that the fiber was broken in two pieces, and the connector face had burn marks. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual inspection of the fiber noted it was returned broken in two pieces, and the connector face had burn marks. Upon microscopic inspection, it was determined that the fiber tip was degraded; degradation of a fiber is expected with use. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break which in turn could have led to the connector overheating causing the burn marks. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.